Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing an increase in pacing impedances. After some years the impedances went to high, out of range values (oor) and the shock impedance was high, oor as well. They were going to speak to cardiology to evaluate the rv lead that remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had been showing an increase in pacing impedances. After some years the impedances went to high, out of range values (oor) and the shock impedance was high, oor as well. They were going to speak to cardiology to evaluate the rv lead. At this time the rv lead has been extracted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.